Event description:
It was reported that bd sharps container was missing a label the following information was received by the initial reporter with the following verbatim: dear xxxxx, we have another 7.6l sharp box with a faulty lid upon unboxing and 1 box without biohazard sticker pasted on the container. Previously, we have logged 1 case with a faulty lid. Recently there are 2 more containers with problems; 1 fault lid and 1 with no biohazard sticker. In total, we have about 3 cases summaries in the table below all under the same po and do. Kindly update if bd has revert any updates for the 1-to-1 excha.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.